Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as mar 5, 2014 in the initial report. The device manufacture date has been updated as mar 5, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run and displayed e9 error code. Therefore, the reported condition was confirmed. It was determined that the device showed signs of corrosion that was indicative of damage caused by immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device stopped working intermittently. The event was not reported to have occurred during surgery. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.